Event description:
It was reported by the patient's attorney as a result of a legal claim that allegedly the patient suffered personal injuries as a result of a stryker knee implanted in 2018 that subsequently became loose and revision is recommended.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.